Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields : h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, it was found that the device had no image and a corroded charged-coupled device (ccd). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred because of component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black image. Patient involvement remains unspecified.